Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2009, the lay user contacted lifescan alleging there were black marks on the display of the one touch ping meter. The medical surveillance specialist review the customer care advocate (cca) documentation. There was not meter trauma. The user denied suffering any symptoms. Since the user alleged there were black marks on the display of the meter, this complaint is being reported. Replacements products were sent to the user.